Event description:
The patient reported having elevated blood glucose into the 500s mg/dl due to the needle from her infusion set becoming dislodged from the headset. The patient stated that this has happened with several of her infusion sets. She thinks it may be caused by the tubing being too short and it would get pulled by her pants. The patient was sent a longer tubing to try. The patient reported symptoms of feeling sick to her stomach, nauseated and feeling very hot with her elevated blood glucose. If she was not able to administer a bolus due to the needle being dislodged, she would use injection therapy to bring her blood glucose down. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for returned to be evaluated.